Event description:
It was reported that there was loss of capture (loc) on the left ventricular (lv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) analyzed the presenting electrogram (egm) and found an extra deflection on the lv channel. It was noted that the patient had been brought into the clinic for assessment and the capture outputs were increased. Ts recommended an x-ray, but the physician elected against the x-ray and chose to reprogram the lv vector. No adverse patient effects were reported. Currently, this crt-d system remains in service.